Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The patient's daughter reported issues with the batch of leg bags. At least six leg bags had problems. When the night bag was removed, it caused suction around the tubing of the leg bag; meaning that no urine could enter the leg bag.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
Received 1 unopened uriplan leg bag in the original unit packaging. Visual inspection noted no obvious defects. A functional evaluation was performed by introducing water through the inlet tube and no drainage issues were observed. The leg bag was cut to verify that the vinyl was properly sealed. The vinyl was found to be within specifications. The complaint was unconfirmed as the problem could not be reproduced. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "instructions for choose the correct size of strap: -is available in three sizes. To determine the correct size needed, measure the circumference of the widest point of the thigh (a) or abdomen. Instructions of use when the leg bag is connected to bed bag: - when you go to bed at night, do not disconnect your leg bag from the catheter. Connect a 2000ml bed bag (uriplan® d813131 or d1mt) to the flexible tube at the bottom of the leg bag tap. Once the two bags are securely connected, open the tap of the leg bag, to allow overnight drainage of urine into the bed bag. Instructions to place the straps in the bag: - firstly peel the pack open and feed the straps supplied through the eyelets at the top and bottom of the bag. Make sure the straps sit behind the drainage tube as shown and the elasticized material of the strap is facing the leg." (B)(4).